Event description:
A malfunction was reported on the customer's pump, with a malfunction code displayed as malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the issue reoccurred, and they acknowledged understanding these instructions.